Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (4 mg/ml at .5mg/day) via an implantable infusion pump. It was reported that the hcp was unable to aspirate the catheter. He decided to perform a dye study and there was pooling at the anchor site. A catheter replacement was planned.